Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the surgeon clamped the tissue and tried to fire the device, however the handle was locked and could not fire. There was no adverse event or patient injury. No reinforcement material was used.